Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced issue with g7 sensor.there was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. No additional information was received regarding the outcome of the event.